Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. Bsc ID:(B)(4); (B)(4).

Event description:
Same case as medwatch # mw5078004. It was reported that a guidewire break occurred and a fragment remains in the patient. Vascular access was obtained via antegrade femoral and retrograde pedal access. The target lesion was located in the right peroneal artery. During the recanalization of the occluded artery segment, a pt graphix¿ 300cm guidewire tip broke off. The physician was unable to retrieve the broken fragment and it was left behind in a chronically occluded segment of the vessel. There is no known adverse outcome reported at this time.